Manufacturer narrative:
Date of event was approximated to be (B)(6) 2004, implanted date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that a lynx system device was implanted into the patient during a procedure performed on (B)(6) 2004. As reported by the patient's attorney, the patient has experienced an unknown injury.